Manufacturer narrative:
Additional information was added to d1, d2a, d2b, d4, d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and the septum of the y-site was abnormally assembled. The reported condition was verified. The cause was determined to be from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the needle access point of a micro-volume extension set had a defective rubber portion and leaked. This was observed during use. A pedi PICC (peripherally inserted central catheter) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.